Manufacturer narrative:
The product related to the event is unknown. Product brand name blazer ii was chosen for administrative purposes related to report submission. There is no indication that the device will be returned to the manufacturer for evaluation. If any further relevant information is obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via social media that the patient had an ablation procedure approximately 18 months prior. The patient was told she would be in the ICU for one day but ended up there for almost three days. With regard to the procedure: ¿it¿s a lot more than you¿re led to believe you¿re getting into and takes a long time to get over it¿. The patient felt she recouped better at home rather than in a ¿very uncomfortable hospital bed¿. No other information was available at the time of this report.